Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible when removed. The pod was not worn. The patient reported blood glucose level reached over 250 mg/dl.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. The download data showed that the pod delivered 0 pulses and was in pod state 2, indicating that the pod was first awakened during the investigation. The plunger was observed to be at the bottom of the reservoir. No gouge marks or puncture holes were observed on the fill septum that would indicate an attempt to fill the reservoir an awaken the pod. The needle mechanism deployed as expected upon manual rotation of the ratchet gear. No damages or defects were found that would prevent the device from completing priming and deploying the needle mechanism as expected.